Event description:
It was reported the pt developed an infection at her ipg site. The physician assistant stated a suture came to the surface of the skin and became infected. The stitch was removed at the ipg site and the pt was treated with oral antibiotics (keflex). F/u identified the pt had an intermittent fever and her antibiotics were changed to bactrim. It was reported the pt's scs system remains implanted and the physician will continue to monitor the infection.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.